Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent hip arthroplasty revision surgery due to poly wear and osteolysis behind the acetabular shell.

Manufacturer narrative:
(B)(4). Date received by MFR: - the initial notification date is being corrected to june 16, 2016. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.